Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02577. The pt rec'd two percutaneous leads as part of her scs system for bilateral low back and leg pain. It was reported, the pt went to the emergency room due to pain in the top left side of her back. She stated, she developed the pain several days after the implant and it had been getting worse. A CT scan was performed and showed no anomalies. The neurosurgeon stated, the pain was most likely unrelated to the scs system and surgery. The pt rec'd a cortisone injection to alleviate the pain. F/u identified the pt felt only mild discomfort. Reprogramming efforts provided effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.